Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a colonoscopy with a polyp removal performed on (B)(6), 2010. According to the complainant, they removed a polyp and the patient began to bleed. They attempted to place a clip at the site however, the clip would not release from the catheter. The physician was finally able to manipulate the clip off the tissue with minimal tissue damage. The case was completed with several more resolution clip devices. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a colonoscopy with a polyp removal performed on (B)(6), 2010. According to the complainant, they removed a polyp and the patient began to bleed. They attempted to place a clip at the site however, the clip would not release from the catheter. The physician was finally able to manipulate the clip off the tissue with minimal tissue damage. The case was completed with several more resolution clip devices. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
The device has been received for analysis however, an evaluation has not been performed as of yet. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination of the returned device found that the device was half deployed and there was a kink in the control wire near the handle. The clip assembly was not returned. Functionally, the yoke, which was still attached to the control wire, was actuated and deployed per design. The most probable root cause has been determined to be operational context as evident by the kink in the control wire. The complainant may have encountered anatomical/procedural factors during the procedure. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.